Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service technician was dispatched to the facility and the issue was confirmed. The patient pump 1, patient pump 2, circulation motor, floater mechanism, cold cardioplegia pump, distribution board, processor board were replaced. Those parts were replaced since they were found to be damaged by water ingress. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Considering that, during the technical intervention, it was found out that the level floater movement was irregular, it cannot be ruled out that the root cause of the event is the wrong water level indication in patient tank due to a defective floater. This led to unit overfilling which consequently damaged all the replaced components.

Event description:
Livanova received a report of a heater cooler 3t showing an error code associated to a stirrer motor malfunction. Reportedly, there was a burning smell. The issue was found during maintenance. There was no patient involvement.